Event description:
Md attempted to advance wire and pull atherocath back. Wire would not advance. Pulled wire and atherocath out. Attempted to remove wire, unable to remove from either end of atherocath.